Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing confirmed error alarm "1660" occurred. The cause of the issue could not be established.

Event description:
It was reported that the device gave an error alarm with the message "error 1660". No known impact or consequence to patient.